Event description:
General report received of an unspecified number of undocumented incidents of separations. The tubing sets were being used to deliver unspecified solutions. After an unspecified lengths of time in use, the tubing sets were disconnected from the pt's central line catheters. The customer contact reported that the catheters were clamped prior to the disconnection. It was reported that after the tubing sets were disconnected from the catheters, the tubings separated from the option-lok male adapters. There were no reported adverse pt effects and no reported delays of therapy critical to these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. This report represent all the info known by the reporter upon query by hospira personnel. (B) (4).